Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to detached end cap. Unit had missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump was physically damaged. The customer kept experiencing a lot of low blood glucose levels as a result. The insulin pump seemed to be peeling away. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.